Event description:
It was reported that the radiofrequency programmer head cable was frayed, however it was further noted that the head was functional. The programmer head was returned for repair and return to the user. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the cable was damaged. It was also noted that the upper case lens was broken. (B)(4).